Manufacturer narrative:
The reported events of high capture threshold and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that high capture thresholds, high pacing impedance and sensing within normal limits was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.